Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient's reading was not good and the patient experienced glare. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was blurry vision, glare.